Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: investigation summary reported issue: not working. A visual and functional assessment was performed on the device according to se_121049_ah. The following steps failed: section 30: check drill chuck with key , section 40: check maximum range of drill chuck, section 50: check minimum range of drill chuck, section 80: check cannulation of attachment, section 90: check general function in running mode. During the service evaluation the following failures were identified: functional : frozen/will not move - chuck seized. Conclusion: failure reported is confirmed, root cause: faulty parts (3210).

Event description:
It was reported that during service and evaluation, it was determined that the chuck with key device was frozen/will not move ¿ chuck seized. It was further determined that the device failed pretest for check drill chuck with key, check maximum range of drill chuck, check minimum range of drill chuck, check cannulation of attachment, and check general function in running mode. It was noted in the service order that the device was not working. This event did not occur during surgery. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported; however, it was reported that the event occurred in 2026. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to wear.